Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal radius fracture with the soft tissue attachment in question. During the surgery, surgeon was adjusting the connection between the forceps and the soft tissue attachment broke. The surgeon attempted the usual procedure under the broken condition. Surgery was completed successfully without any surgical delay. The fragments were collected and no fragments were left in the body. There was degradation, due to excessive stress on the product and frequent use is also suspected as the cause of damage. This report is for one (1) soft tissue attchmt/j-shaped f/bone reduction forceps. This is report 1 of 1 for complaint (B)(4).